Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had hematoma and then developed infection with sepsis. Additional information received indicated that the whole system was explanted. No additional adverse patient effects were reported.